Manufacturer narrative:
(B)(4).

Event description:
During pretest the cuff did not inflate. There was no patient involved.

Manufacturer narrative:
(B)(4). One sample was returned for evaluation. The returned unit was inflated and both cuffs inflated without any defects or restrictions noted. The returned sample was leak tested under water and no leakage detected. The sample then remained inflated for twenty four hours and no issue noted. Both cuffs deflated without any issue noted. The returned unit was inflated / deflated three times and no issues noted. Both inflated cuffs were visually inspected for damage/scratches on the cuff and no defects were detected. The reported defect could not be detected on the returned sample.